Event description:
It was additionally reported that the pump was functioning as expected. The patient¿s family did not report any lvad alarms, and the pump was reportedly running until it was disconnected by the emergency medical professionals after the patient expired. An autopsy will not be performed due to religious reasons, and the device will not be explanted for evaluation. Log files analysis captured low flow events starting at 0:44:45 on (B)(6) 2025; flow was maintained but below the alarm threshold of 2.5 lpm. At 4:08:50, low voltage advisories while connected to batteries were captured followed by no external power alarms at 5:31:10. At 7:34:27, an intentional pump stop was captured due to no power source, and the controller clock was reset at 7:34:59 due to no power.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. Review of the submitted log files confirmed low flow hazard alarms; however, a specific cause for the alarms could not be conclusively determined. The controller event log files contained events from (B)(6) 2025 to (B)(6) 2025. Low flow hazard alarms were captured on (B)(6) 2025, which were associated with elevated pulsatility index values. The power cables were both disconnected on (B)(6) 2025 by 05:31:09, and an intentional pump stop was captured at 07:34:28 on (B)(6) 2025, consistent with the reported disconnection and discontinuation of left ventricular assist device (lvad) support following the patient¿s expiration. No other notable alarms were captured, and the pump appeared to function as intended. The device will not be explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist device. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. The cause of death was unknown. The pump was functioning as expected. The outcome was not device or therapy related.